Event description:
It was reported to medtronic minimed that the customer passed away on the (B)(6) 2024. The cause of death was reported as type-1 diabetes, high blood pressure, leukemia, parkinsons, kidney failure & dehydration. The event involved product(s) mmt-1780kl, mmt-332a & mmt-377a. Troubleshooting was partially done and found the customer was not wearing the insulin pump at the time of death as the blood glucose value was not catching up and had to be treated with pen injections. It was unknown if the automode/smart guard feature was active. No further patient complications were reported. The product mmt-1780kl will be returned for analysis but mmt-332a & mmt-377a will not be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.